Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex for mechanical circulatory support and four days after start of support the pump stopped due to high motor current. The status of the patient is unknown. However, there was no report of adverse effects to the patient.

Manufacturer narrative:
The investigation of pump stop has been completed. The product was returned with catheter cut. A significant amount of biomaterial was observed on the impeller. Data logs show a gradual rise in motor current with several pump stops with high motor current alarms while pump was running at a steady p-level 9. Pump flow was not displayed during case run, which is dp signal issue. The cause of the pump stop issue was biomaterial. D9 date device returned to manufacturer added following instructions for use that were inadvertently left out of manufacturer device report 1220648-2024-13252. Rp flex with smart assist system with automated impella controller. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella; rp smart assist system with automated impella controller and rp flex with smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings and cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The product investigation uncovered placement signal issues as well.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The cause of the placement issue was not determined since the product was cut open and no investigation was performed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue. H6 updated for placement signal issues and additional investigation. D10 concomitant medical products and therapy dates g1 reporting contact email updated.